Manufacturer narrative:
Ischemia/ppae: the root cause of the injury was unable to be determined due to insufficient clinical details. Additional information has been provided in d1. Additional information has been provided in h6 (component code, investigation findings, type of investigation, and investigation conclusions).

Manufacturer narrative:
B5 updated. The investigation is still ongoing.

Event description:
Additional information has been provided upon request: "yes the issue was resolved with external fem-fem bypass with an antegrade stick. Patient was escalated to 5.5 device the next day. Pump was discarded once explanted."

Event description:
An impella cp was placed via the femoral artery to support the 54 year old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock after a cardiac arrest outside of the hospital. The patient was additionally noted to be on inotropes, vasopressors, and a vent for respiratory needs. Any other underlying history or comorbidities are unknown, beyond the known peripheral arterial disease. On the day of the implant the limb became ischemic. Pulses were lost and a external bypass fem-fem was placed to perfuse the limb. The fem-fem resolved the ischemia but the pump was explanted and escalated to the axillary accessed impella 5.5 pump. Limb ischemia is a known risk associated with impella support as described in the instructions for use (IFU). Severe arterial disease precluding placement of the impella system is listed as a contraindication in the IFU.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.